Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited low out of range shock impedance measurements. While this device was attempting to charge to deliver a shock, high voltage was detected on the lead, therefore the shock was diverted. Data analysis confirmed a shorted lead condition was recorded, therefore the device and lead were recommended to be replaced. This device currently remains in service. No adverse patient effects were reported.